Event description:
During a remote follow-up, episodes of post paced t-wave oversensing (pptwos) and fusion were observed on the device. Technical support (ts) was contacted and recommended reprogramming to resolve event. Reprogramming had been performed. Following reprogramming, additional episodes of pptwos were observed. Ts was contacted again and gave additional reprogramming recommendations. No additional intervention has been performed. The patient was stable.

Manufacturer narrative:
Correction: b5.

Event description:
During a remote follow-up, episodes of post paced t-wave oversensing (pptwos) and fusion were observed on the device. Reprogramming had been performed. Following reprogramming, additional episodes of pptwos were observed. Ts was contacted and gave reprogramming recommendations. No additional intervention has been performed. The patient was stable.